Manufacturer narrative:
On november 10, 2015, it was discovered additional information, received on 10/28/2015, was not included on the initial MDR (MFR # 1000317571-2015-00092) submitted on 11/03/2015. No sample or photograph for review. Investigation has been based on batch history record review. Batch records have been reviewed and all required specifications were met. There were no discrepancies noted in the batch record related to the reported complaint issue. A deviation was in place at the time to ensure no pouches had an open seal. A CAPA has subsequently been opened to review the on-line bounding issues. The CAPA investigation is currently in progress. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the outer package of the dressing was not sealed upon receipt. No patient involvement was reported.